Event description:
Description of event according to initial reporter: the red safety button couldn¿t be depressed all the way which then led to the blue release button not being able to be depressed. The physician pressed the red safety harder with a hemostat and then was able to release the filter, which was tilted and needed to be retrieved. The physician grabbed another set off the shelf and had the same issue with the red safety button, but the filter eventually was released cleanly.